Event description:
Caller states that she was experiencing high blood glucose symptoms, but could not test due to an error appearing on the screen when she would attempt a test. She went to the hospital where she tested 356mg/dl on their device and 280mg/dl on the lab. She states she was given an IV with 4 units of insulin and this brought her glucose down to 82mg/dl. She was sent home the same day. When customer testing technique was reviewed it was found that it is possible the error was due to insufficient blood sample size being applied to the strip. Requested return of suspect device and replacement was sent.